Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During testing, the iesu displayed error code 1 02 at startup, which recurs every 2 to 3 seconds, and the logs recorded code c00. Probable root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, caller stated that integrated electrosurgical unit (iesu) [erbe] reported error. Technical support engineer (tse) asked the error detail but call cannot help to troubleshooting. Now the procedure was completing with backup electrosurgical unit (esu). The procedure was completing as planned with no reported injury.